Manufacturer narrative:
Terumo did receive the actual device; however, the cardioplegia set was not kinked-the bubble trap tip was malformed, thus referenced codes. The complaint will be included in associate awareness training, and terumo will review further builds of this pack. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the pack was kinked. There were three occurrences of the same event. The product was not changed out, there was no blood loss, the surgery was completed successfully.